Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('the broken piece was removed. The rest of the device was then regrasped') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included pelvic discomfort. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urethritis ("other injury or complication please describe: posterior urethritis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, gastrointestinal disorder and urethritis outcome was unknown and the fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urethritis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014. Left side: 3 trailing coils and right side: 3 trailing coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('the broken piece was removed. The rest of the device was then regrasped') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included pelvic discomfort. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urethritis ("other injury or complication please describe: posterior urethritis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, gastrointestinal disorder and urethritis outcome was unknown and the fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urethritis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014. Left side: 3 trailing coils and right side: 3 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter information and rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('the broken piece was removed. The rest of the device was then regrasped') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included pelvic discomfort. In june 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In december 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urethritis ("other injury or complication please describe: posterior urethritis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, gastrointestinal disorder and urethritis outcome was unknown and the fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, urethritis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: new pfs received:new event posterior urethritis was added.only onset dates were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("the broken piece was removed. The rest of the device was then regrasped") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included pelvic discomfort. In 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia and gastrointestinal disorder outcome was unknown and the fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("the broken piece was removed. The rest of the device was then regrasped") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included pelvic discomfort. In 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia and gastrointestinal disorder outcome was unknown and the fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain gastrointestinal or digestive system condition, hair loss, she did not undergo essure confirmation test. Event added from mr: the broken piece was removed. The rest of the device was then regrasped. Event outcome was updated for the event fatigue and weight gain. Concomitant condition was added. Reporter information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.